Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse manually programmed the system to p11c to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error code like error(s) 35 is an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. The issue can be resolved by manually programming the system¿s software to p11c.

Event description:
It was reported that a non-recoverable error occurred following a failed p11c dut. System logs confirm non-recoverable errors due to failed programming. The customer attempted multiple hard reboots on the system with no change. Technical support engineer (tse) informed the customer that a site visit from their field service engineer is required to resolve the errors. There was no report of patient involvement or patient injury.